Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens would not deploy and was not implanted in the patient. Additional information has been requested. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).